Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting high out of range pacing impedance measurements and noise. No adverse patient effects were reported however, the physician suspected the lead was fractured and explanted/replaced the product. The explanted lead is not expected to be returned for analysis and no further complications were reported.